Event description:
On february 2006 a pharmacist (reported) contacted lifescan alleging that the lay user's/patient's one touch ultra was reading inaccurately high. The pt obtained a meter reading "over 10 mmol/l" and adjusted the insulin dosage based on the meter reading. It is unknown if the patient retested or if the pt took any further actions after testing. The pt became hypoglycemic and was admitted to the hospital (date/time unknown). The reporter only had the patient's test strips available, but reported that they checked the test strips with control solution, which came above the control range. The reporter was unable/unwilling to provide additional information about the patient such as the following: how much insulin the patient the patient took after obtaining the meter result, when the symptoms started, the patient's medication regimen, the patient's hematocrit, and the patient's blood sugar results, diagnosis, and treatment at the hospital. The reporter was also unable to provide the following: the meter's serial number, the meter's settings, the test strip's conditon, and the testing/cleaning techniques that were used. This complaint is being reported because the pharmacist reports that the patient adjusted the insulin dosate based on the meter readingt and was admitted to the hospital for hypoglycemia. Also, the control solution test failed high.